Event description:
During a tonsillectomy and adenoidectomy procedure the physician was utilizing an evac 70 xtra plasma wand. Intra-operative the wand stopped working after approx 15 mins of noncumulative use. Consequently the physician was required to complete the procedure using a suction bovie. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.